Manufacturer narrative:
Evaluation: method - medical review. Results - medical review - an upside-down icl is easily noted during implantation into the eye. There are several landmarks on the lens that would indicate if the lens is being delivered upside down or not. Surgeons are trained to carefully look for these landmarks during implantation to avoid this scenario. The most probable root cause of this lens being implanted upside down is when the surgeon twists the cartridge inside the eye or when the icl is being delivered very quickly without paying attention to the landmarks. Surgeons are also advised to slowly inject the icl while paying close attention to the landmarks, to prevent the occurrence of this complication. Conclusions - based on the complaint history, work order search and the medical review, rhe most probable root cause of this lens being implanted upside down is when the surgeon twists the cartridge inside the eye or when the icl is being delivered very quickly without paying attention to the landmarks. (B)(4).

Manufacturer narrative:
(B)(4) - surgical procedure, secondary surgery, explanted, implanted upside down. Evaluation method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: no conclusion can be drawn. Based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.

Event description:
The reporter indicated the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in the patient's left eye (os) on (B)(6) 2011. The patient returned for the one day post-op visit and it was noted the lens was implanted upside down. The lens was explanted on (B)(6) 2011 with no patient injury and a longer lens was implanted.